Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to heart failure, possibly related to the device. It was reported that on (B)(6) 2015, 2 mitraclips were implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+, without a reported device malfunction. On (B)(6) 2016, the patient was admitted to the hospital for shortness of breath, worsening heart failure per diagnostic imaging, and elevated renal labs. Medication was provided. Per the study physician, the heart failure was possibly related to the device as the reduction in mr reduced the left ventricular ejection fraction, worsening the heart failure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects were related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dyspnea and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing or contributing to the worsening heart failure and death. It was further noted that there is evidence that the left ventricular dysfunction was refractory to the reduction in mitral regurgitation and resulted in the worsening heart failure and subsequent death. Death is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
This follow-up mitraclip report is being filed for patient death, possibly related to the device. Subsequent to the previous medwatch report, the additional information was received: approximately 5 months post clip implantation, the patient expired. On (B)(6) 2016, an echocardiogram was performed without complications reported. On (B)(6) 2016, the patient expired due to worsening heart failure.